Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving dilaudid (concent ration of 10mg/ml, dose of 4.664mg/day) and clonidine (concentration of 150mcg/ml, dose of 69.96mcg/day) via an implantable infusion pump fpr non-malignant pain and lumbar radiculopathy. It was reported on (B)(6) 2017 that the patient was headed to the ER because they had experienced increased pain. The pump was interrogated and it was noted that an empty reservoir alarm had occurred on (B)(6) 2017 and the reservoir volume was 0.0ml. The patient had changed providers due to insurance reasons and had not been diligent in finding a new provider to manage the pump. The rep circled three options for the patient on the patient's approved provider list. A print out was given to the nurse and the nurse supplemented the patient with oral medications and was to discuss with the attending physician. No surgical intervention occurred and no surgical intervention was planned. The patient's status at the time of the report was stated to be "alive-no injury." It was stated the issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.